Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please provide additional details about the alleged deficiency. - what does "the needle and suture connection was not firm" mean? - were there patient consequences? If yes, please explain. Please provide the product code and lot number. Any photos available for visual analysis? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At 9am, the nurse assisted the doctor in performing a suturing surgery on the patient and found that the needle and suture connection was not firm. Immediately stop using and replace suture from other brand. There were no patient consequences reported. Additional information was requested.